Event description:
The customer contacted physio-control to report that their device had failed a user test. There was no patient use associated with the reported event.upon evaluation of the device, physio-control observed that it would not complete the charge cycle when prompted. The device would begin to charge and then almost immediately a discharging message would appear on the display. As a result, the device could not provide defibrillation therapy.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control recommended that the device be repaired; however, due to the costs associated with the repair the customer declined service and requested that the device be returned to them unrepaired. The cause of the reported issue could not be determined.